Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter was replaced to resolve the odor/smells and smoke/haze issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of a ¿smell of burnt oil¿ and ¿gray smoke¿ or haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell and smoke/haze issue and system risk analysis (sra). Trending analysis of the odor/smell/smoke/haze issue was reviewed from december 2017 to june 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the odor/smell and smoke/haze issue is likely due to the catalytic converter. The field service engineer replaced the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).